Event description:
User facility reports incident of clotting line in the extracorporeal circuit during treatment. Blood volume in the circuit was discarded resulting in ebl-250cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.